Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: bit of black plastic loose inside surgeons and lucky it was picked up and not used on the patient this was reported on 1 syringe but I am looking to get the batch number of this product. Black plastic particle in bd luer lock 20mll.